Event description:
There was an allegation of questionable creatinine jaffe gen.2 results for 1 patient sample on a cobas c 503 analytical unit. The initial result was 2.7 mg/dl. The repeated result was 0.9 mg/dl. The questionable result was reported outside the laboratory and a corrected report was sent. The sample was repeated due to the initial result not matching the patient's clinical history. The repeated result was believed to be correct.

Manufacturer narrative:
The reagent lot number is 79469901 with an expiration date of 31-dec-2025. The investigation found the sample had poor quality. The field service representative verified adjustments, fluidics, and samples. He performed a hardware check and a precision test with acceptable results. The customer performed qc with acceptable results. The investigation is ongoing.

Manufacturer narrative:
The investigation found the issue was due to poor sample quality. The investigation did not identify a product problem.